Manufacturer narrative:
This report is submitted on september 27, 2022.

Event description:
Per the clinic, the patient experienced poor magnet retention and subsequently, surgery to replace the magnet has been completed (date not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2022, for the surgery. This report is submitted on february 14, 2023.